Manufacturer narrative:
(B)(4) 2018 device evaluation: the pump has been returned to animas and investigated on (B)(4) 2018 with the following findings: the pump¿s black box verified that there was a loss of prime due to a low non-zero force. The pump was exercised for 24 hours with no prime issues observed. The alleged issue could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.